Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The renegade catheter and guidewire are part of a kit. The renegade catheter was not returned. Analysis was completed on the guidewire only. The guidewire was inspected for damage. The device showed that the tip was separated. The separated tip was returned and measured approximately 11cm long. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that tip of the wire broke off. A 180cm/150cm renegade hi-flo fathom system was selected for use. During the procedure, it was noted that the tip of the wire broke off and remained in the catheter. The device was completely removed and no device fragments were left inside the patient. The wire was then replaced with another of the same size and completed the procedure. No complications reported and patient was fine.

Event description:
It was reported that tip of the wire broke off. A 180cm/150cm renegade hi-flo fathom system was selected for use. During the procedure, it was noted that the tip of the wire broke off and remained in the catheter. The device was completely removed and no device fragments were left inside the patient. The wire was then replaced with another of the same size and completed the procedure. No complications reported and patient was fine.